Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was in 427 mg/dl at the time of incident and current blood glucose level was also same. The customer was treated with syringes for high blood glucose level. The customer alleged insulin pump was under delivering because while priming insulin pump was delivering insulin however, not during a bolus. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer performed displacement test and it passed. The insulin pump will not be returned for analysis.